Event description:
It was reported that as the device was being advanced through the microcatheter, the distal tip detached in the patient's right internal carotid artery. The broken piece was retrieved using a snare. The anatomy was reported to be very tortuous. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device noted that it was fractured 193.1cm from the proximal end, the distal portion was not returned. Kinks were observed at approximately 38cm, 41.5cm, 55.5cm and 81cm from the proximal end. Scanning electron microscopy of the fracture site revealed several zones with fatigue striations in a radial direction. The fracture site also presented a central region with elongated dimple ruptures in a clockwise direction indicating torsion movement. No material anomalies were observed. It was concluded that the fracture occurred due to fatigue in a torsional direction. Therefore, the most probable cause for the reported event is operational context.

Event description:
It was reported that as the device was being advanced through the microcatheter, the distal tip detached in the patients' right internal carotid artery. The broken piece was retrieved using a snare. The anatomy was reported to be very tortuous. There was no reported clinical consequence to the patient.